Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The model # was not provided.

Event description:
An advocate from sweden reported that their contour next link 2.4 meter had only english and spanish languages as available options to be selected from the meter. Additionally, the advocate stated that the units of measurement had changed from mmol/l to mg/dl. They were able to perform blood glucose testing. There was no allegation of an adverse event. The advocate was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. During the investigation, it was verified that the only language options available on the meter were english and spanish. The serial number for the meter on the label did not match the serial number in the customer service mode of the meter. The meter was unable to be connected to the reference insulin pump and gave an e34 error, which was indicative of a meter-pump communication problem. The meter's logbook did not have any historic blood glucose readings. When the bolus history was attempted to be accessed, an e36 error was generated, which was also indicative of a meter-pump communication problem. To verify the meter functionality, a test strip was inserted into the meter port and the meter generated an e84 error, indicative of a software error. Although no tests could be run and there were no readings in the meter's memory, the meter displayed target range in mg/dl, verifying that the meter was displaying incorrect units of measurement. The software error caused the meter to reset the logbook, the error logbook, the bolus history, and the units of measurement. The cause of the issue was related to a software error.